Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hypoglycemic event after failing to rewind the ilet and inserting a new cartridge while still connected to a new infusion set, which led to unintended insulin delivery through the tubing and into the body. Symptoms included low glucose, loss of awareness for about one hour, and dizziness. Outcomes included hospitalization with intravenous dextrose treatment and subsequent recovery with the ilet resumed. Investigation included case review with user interview and troubleshooting and education on proper cartridge replacement and rewind steps. Investigation of this case revealed user error related to failure to rewind during cartridge change involving the infusion set and cartridge, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.